Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient's right scaphoid required removal of a twinfix screw implanted approximately 13 years ago due to non-union. The surgeon reported that the patient being a professional skier as a possible contributing factor.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The surgeon reported that the patient being a professional skiier as a possible contributing factor. Rep reported that no further information will be released by the hospital or surgeon. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's right scaphoid required removal of a twinfix screw implanted approximately 13 years ago due to non-union. The surgeon reported that the patient being a professional skier as a possible contributing factor.